Manufacturer narrative:
The manufacturer had previously reported an allegation of a device's lcd screen going blank. The device was returned to the manufacturer for evaluation and the customers complaint could not be duplicated. The ventilator's lcd screen was replaced preventively by the technician. The lcd was requested to be returned to the manufacturer's quality assurance laboratory for further investigation. The part has not been returned as of yet. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a ventilator's lcd screen went blank. There was no harm or injury reported. The device has yet to be evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.